Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed, and a root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided because the product is unknown at this time.

Event description:
A customer contacted global technical services (gts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine (hc). The home patient stated that there are air bubbles in the patient line near his connection. The technical service representative (tsr) assisted the home patient (hp) to end therapy on the hc so they can setup with new supplies. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated incident. The hp stated he is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.